Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of 500 mg/dl. Customer¿s current blood glucose 400 mg/dl,598 mg/dl. The customer did experienced the symptoms such as dehydrated. Troubleshooting was done for high blood glucose and under delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer did not allege insulin pump was under delivering. Customer also reported that reservoir did not lock in place. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with missing retainer, missing reservoir tube o-ring and broken reservoir tube lip.unable to perform displacement test or lock reservoir in place due to missing retainer. No moisture damage noted during visual inspection.